Event description:
Customer reported discordant results for rbcs, nitrites and leukocytes when compared to the microscopy results. The customer reported 7 rbc results and 27 leukocyte results were different from the microscopic results. The customer reported 2 negative nitrite results when compared to the microscopic results. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant nitrite, leukocyte and rbc results is unknown.